Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did a meter to the hcp meter comparison, approx 30 minutes apart. The results were 120 mg/dl on his meter and 170 mg/dl on dr's meter (type not given). He stated that he felt tired. The rptr did not have supplies for a control test. On followup, the reporter stated that he had done a comparison with his meter to a lab test, but no results were given.